Event description:
The customer obtained higher than expected vitros glu patient and quality control results from a single slide cartridge while using the vitros 5600 integrated system. Patient sample result 1= 290 mg/dl vs an expected patient sample result 1=153 mg/dl; patient sample result 2= 279 mg/dl vs an expected patient sample result 2=82 mg/dl ; patient sample result 3= 247 mg/dl vs an expected patient sample result 3=96 mg/dl ; patient sample result 4= 248 mg/dl vs an expected patient sample result 4=101 mg/dl ; patient sample result 5= 259 mg/dl vs an expected patient sample result 5=115 mg/dl ; patient sample result 6= 227 mg/dl vs an expected patient sample result 6=89 mg/dl ; patient sample result 7= 229 mg/dl vs an expected patient sample result 7=90 mg/dl ; patient sample result 8= 239 mg/dl vs an expected patient sample result 8=100 mg/dl ; patient sample result 9= 301 mg/dl vs an expected patient sample result 9=157 mg/dl ; patient sample result 10= 224mg/dl vs an expected patient sample result 10=89mg/dl ; patient sample result 11= 223 mg/dl vs an expected patient sample result 11=92 mg/dl ; patient sample result 12= 353 mg/dl vs an expected patient sample result 12=201 mg/dl ; patient sample result 13= 327 mg/dl vs an expected patient sample result 13=200 mg/dl ; patient sample result 14= 266 mg/dl vs an expected patient sample result 14=124 mg/dl ; patient sample result 15= 362 mg/dl vs an expected patient sample result 15=215 mg/dl ; patient sample result 16= 230 mg/dl vs an expected patient sample result 16=97 mg/dl ; patient sample result 17= 288 mg/dl vs an expected patient sample result 17=147 mg/dl ; patient sample result 18= 230 mg/dl vs an expected patient sample result 18=99 mg/dl ; patient sample result 19= 231 mg/dl vs an expected patient sample result 19=97 mg/dl ; patient sample result 20= 270 mg/dl vs an expected patient sample result 20=131 mg/dl ; patient sample result 21= 307 mg/dl vs an expected patient sample result 21=167 mg/dl ; patient sample result 22= 280 mg/dl vs an expected patient sample result 22=141 mg/dl ; patient sample result 23= 228 mg/dl vs an expected patient sample result 23=95 mg/dl ; patient sample result 24= 235 mg/dl vs an expected patient sample result 24=103 mg/dl ; patient sample result 25= 313 mg/dl vs an expected patient sample result 25=171 mg/dl ; patient sample result 26= 211 mg/dl vs an expected patient sample result 26=89 mg/dl ; patient sample result 27= 236 mg/dl vs an expected patient sample result 27=103 mg/dl ; patient sample result 28= 248 mg/dl vs an expected patient sample result 28=114 mg/dl ; patient sample result 29= 250 mg/dl vs an expected patient sample result 29=116 mg/dl; patient sample result 30= 248 mg/dl vs an expected patient sample result 30=122 mg/dl ; patient sample result 31= 322 mg/dl vs an expected patient sample result 31=178 mg/dl ; patient sample result 32= 220 mg/dl vs an expected patient sample result 32=90 mg/dl ; patient sample result 33= 194 mg/dl vs an expected patient sample result 33=77 mg/dl ; patient sample result 34= 233 mg/dl vs an expected patient sample result 34=102 mg/dl ; patient sample result 35= 236 mg/dl vs an expected patient sample result 35=103 mg/dl ; patient sample result 36= 291 mg/dl vs an expected patient sample result 36=152 mg/dl ; patient sample result 37= 222 mg/dl vs an expected patient sample result 37=93 mg/dl ; patient sample result 38= 326 mg/dl vs an expected patient sample result 38=179 mg/dl ; patient sample result 39= 305 mg/dl vs an expected patient sample result 39=163 mg/dl ; patient sample result 40= 247 mg/dl vs an expected patient sample result 40=114 mg/dl ; patient sample result 41= 256 mg/dl vs an expected patient sample result 41=129 mg/dl ; patient sample result 42= 280 mg/dl vs an expected patient sample result 42=79 mg/dl ; quality control result 1=206.9 mg/dl vs an expected quality control result 1= 78 mg/dl ; quality control result 2=457.9 mg/dl vs an expected quality control result 2= 291.4 mg/dl ; the affected vitros glu quality control results were not reported from the laboratory as these are not patient sample results. However, the affected vitros glu patient results were initially reported from the laboratory. Biased results of the direction and magnitude observed may lead to inappropriate physician action. However, a physician questioned a vitros glu patient result and hence all affected patient samples were repeat tested. The repeat patient sample results were considered to be the expected results and thus reported. There was no allegation of harm to the patients as a result of this event. (B)(4). This report is number thirty eight of forty four MDR's for this event. Forty four 3500a forms are being submitted for this event as forty four devices were involved.

Manufacturer narrative:
The investigation confirmed that higher than expected vitros glu results were obtained from a single cartridge of vitros chemistry products glu reagent slides while using a vitros 5600 integrated system. The investigation found no specific evidence to suggest that a user error contributed to the event. However, the event is consistent with the use of a vitros glu slide cartridge in which the cartridge wrapper has been compromised. Acceptable vitros glu performance has been observed using an alternate slide cartridge from the same vitros glu lot. There is no indication that the vitros glu slide lot in use was not operating as intended. The affected vitros glu results were isolated to the specific slide cartridge in use. There is no evidence to suggest a malfunction of the vitros 5600 integrated system. A definitive root cause for the event could not be determined.